Event description:
It was reported that a balloon rupture occurred. A 3.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured due to the hard calcified lesion. The procedure was completed with another of the same device. There were no patient complications as a result of this event.